Event description:
24 gauge catheter inserted into right median cubital vein with blood flash back. 5cc nss attached to midline with stylet removal catheter secured. Pt without complications. 2nd 5cc nss syringe attached and flushed. Upon flushing, 30 sec later, pt complained of nausea, tightness in chest, face red, diaphoretic vs taken-hr 102, bp 100/110, resp 22, hr palpitations/irregular. All called. Paramedics arrived, vs taken again; 108/60,92,18 and hrr irregular with pvcs every 7th and 8th beat. Taken to ER for further follow up.